Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he recently had a blood glucose level of 500 mg/dl. Customer reported that this may have been due to his belt clip breaking and pulling out the cannula. The customer also reported having recent blood glucose levels of 431 mg/dl and 504 mg/dl. Blood glucose level at the time of the incident was 349 mg/dl. Blood glucose level at the time of the call was 339 mg/dl. The customer declined completing troubleshooting and the insulin pump was not replaced or returned for analysis.